Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the downloaded history files due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose and insulin pump had insulin pump error alarm. Blood glucose level at the time of the incident was 23 mmol/l. Troubleshooting was done for insulin pump error alarm. Customer was able to clear the alarm. The insulin pump will not return for analysis.